Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that when doing a demonstration on a chicken breast and noticed the proximal end of the tissue pad formed a burn mark on it. Following the burn mark, the unit received an error 5 instrument error. No pt involvement occurred.